Manufacturer narrative:
The investigation of the returned air gas module, which regulates the inspiratory air gas flow to the pt, has been finished. The testing of the air gas module in a reference ventilator did not reproduce the reported problem. The module failed in the production test system, indicating a sticky membrane in the nozzle unit, which was the most probable cause of the reported drifting oxygen concentration. The nozzle unit, which is part of the gas module and consists of a membrane, a mouthpiece and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with a feather spring, to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck in the membrane while being pressed onto it, thus causing a delay on release. The delay affects the regulation of the gas flow through the gas module and causes failures during pre-use check. During ventilation, it may cause the delivered gas flow and pressure to be higher than set. A feather spring with a coarse surface was introduced in september 2010 to prevent it from getting stuck to the membrane. The cause of the stickiness is wear of the membrane. (B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, the oxygen concentration was drifting. (B)(4).